Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2011, d314trg ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense right ventricular (rv) lead exhibited intermittent under and oversensing. Additionally, the superior vena cava (svc) coil of the high voltage lead exhibited chronic high/undefined impedances. The leads remain in use. No patient complications have been reported as a result of this event.